Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, indicating an issue with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the cartridge and resumed insulin, without needing additional assistance, and the case was closed.